Event description:
The customer reported to olympus, during routine testing, the evis exera iii colonovideoscope tested positive for over 77 colony forming units (cfus) of enterobacteria. A follow up test of the scope tested positive for over 90 cfus of enterobacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not been completed. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is neodisher septo predis zp and the automated endoscopic reprocessor (aer) used is etd4. The aer detergent is endodet and the aer disinfectant is endodis. The manual detergent is neodisher septo predis zp and the manual disinfectant is not disclosed. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using nova clean vytil manual brushes. Their storage practice is a van vliet edc e0425625 drying cabinet where the scopes are hung vertically, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 ufc of gram positive bacteria was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where. Distal end cap cover insulation < threshold. Light guide rod lens (3x) chipped. Bending section rubber glue separated. Key top 1 unclear indication. Scope connector cover corroded . Up down knob angulation less or specified value. Biopsy channel wear and tear replacement as preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.